Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, erythema, tenderness and delayed allergic reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling for the reported events of edema, erythema, hypersensitivity and pain: "undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: 1) inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. 6) cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma® with lidocaine in the nasolabial fold and front cheek bone. About 3 weeks later, the patient developed edema, erythema and tenderness which repeatedly occur. Patient was initially diagnosed with a delayed allergic reaction to the filler and prescribed steroid, antihistamines and antibiotics. The symptoms got better after being reviewed by the clinic 2 weeks later. The symptoms appeared again and the patient was treated with hyaluronidase. Symptoms have resolved.